Event description:
A consumer reported experiencing poor vision following an intraocular lens (iol) implant procedure. She reported that the iol implanted was defective and additional surgery was required. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because that reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).